Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Eight days prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. At the time this report was received, antibiotic treatment was ongoing. It was not reported if peritoneal dialysis therapy was ongoing. After one day of hospitalization, the patient was discharged. It was reported that the patient was "doing better now", but it was not verified if the patient was recovering or was recovered from the peritonitis. No additional information is available.